Event description:
The pt experienced no stimulation with high impedances. The lead broke and was not replaced with a medtronic device.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.